Event description:
The rptr did meter to lab comparison tests during a routine dr visit. The tests were done at the same time with blood from a venous draw used for both. Rptr's meter reading was 154 mg/dl, and the lab test result was 194 mg/dl. No symptoms were reported. No harm was alleged.